Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received high voltage therapy and presented to the emergency room. Upon device interrogation, the implantable cardioverter defibrillator exhibited one episode of inappropriate high voltage therapy due to the patient experiencing atrial fibrillation with rapid ventricular response. The device was unsuccessful in pacing the patient out of atrial fibrillation and provided high voltage therapy which brought the patient to a regular rhythm. No intervention was performed. The patient was discharged.